Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a device history record review for the pump involved in this event, and the results of the review indicate that the pump met all release criteria and was operating within specifications at the time of release. The pt reported that the cartridge cap was found to be loose. An inadvertent infusion of insulin was caused when the pt tightened the cartridge cap while the pump was still connected to the skin site. Our experience indicates that, provided that there is no damage to the pump, the cartridge cap will not become loose if it has been properly tightened. As per the user manual (that is provided to each pump user), the cartridge cap should be tightened prior to the priming of the pump.

Event description:
The pt discovered that the cartridge cap was loose and tightened it while attached to the infusion set. The pt felt an insulin delivery which coincided with this action, and subsequently experienced hypoglycemia. The pt did not require medical treatment.